Manufacturer narrative:
The reported event was unknown malfunction. As received, a partial lead distal portion was returned in one piece for analysis. Electrical testing did not find identify an anomaly. Failure event unrelated to reported event was observed during analysis. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation consistent with friction to another device.

Event description:
Related manufacturer reference number: 2017865-2023-95184. Related manufacturer reference number: 2017865-2023-95185. It was reported that the patient had their pacemaker, right atrial lead and right ventricular lead explanted for an unknown indication. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.